Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that around the beginning of the month patient noticed bladder control issues. Patient monitored for a while as they thought they could have a uti and then they increased the setting about 5-7 days ago. Patient said that when they increased the setting they started to feel tingling, numbness and itching from right knee up to hip then to butt cheek then groin. Patient also said they felt pain in their groin and coccyx. Patient said that their husband has to rub down the whole area from knee to groin whenever patient gets in bed, they said that patient can't sleep. Patient is concerned that there could be a short or something may have moved. Patient also mentioned that when coccyx is wiped, patient starts to pee. Husband also said that the "red horse shoe shape" on both sides of coccyx used to be little and over the last few days has become bigger. Patient said that the coccyx hurts when they put on jeans. Patient has had no recent falls or trauma, patient said last fall was at least a year ago. Patient said went to hcp office and system was checked, had imaging and was told that everything checked out fine. Patient also mentioned that since implant they've lost 26 lbs, and husband said that it looks like the ins has moved about 1/16 inch. During call, patient and husband decreased the setting, however said felt like a hot flash, and they were dizzy for a brief moment. Patient's husband turned stimulation off and patient said that the tingling and itchiness has stopped, however the pain hasn't. Patient was redirected to their doctor if the issue persists. Patient to leave therapy off until seen by hcp. The patient mentioned unrelated medical history. This included patient said that they are disabled and her husband helps patient to the bathroom and also helps to wipe after patient voids. Patient said they contacted their hcp office before calling medtronic and was told that they will work the patient in today. Additional information was received from the patient. Patient explained that they are having technical issues with the implant, that it is "short circuiting". Issue is ongoing.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.